Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had low blood glucose of 20 mg/dl due to his doctor making insulin pump adjustments. The customer indicated that he was hospitalized for the low blood glucose and that the low may have been due to his eating habits and over delivery of insulin. The customer indicated that he will see his doctor regarding his blood glucose and will contact the helpline for assistance in resetting the basal rates.